Manufacturer narrative:
Date of this report: 08/10/2018. (B)(4). Philip's field service engineer (fse) evaluated the device and identified that a non-philips battery was installed on the unit. The fse replaced the battery with a philips battery. No parts were returned for evaluation. A root cause could not be identified.

Event description:
It was reported that the ventilator did not recognize the battery. There was no patient involvement. The date of the event was not provided by the customer.